Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device codes. This supplemental report was created to capture additional information.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new ra lead of a different model was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was explanted due to high threshold and noise on the lead. This lead is in the hospital's possession. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new ra lead of a different model was placed. No additional adverse patient effects were reported.